Manufacturer narrative:
The supplemental medwatch report indicated: physio-control further evaluated the device and then replaced the therapy pcb assembly. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Further testing of the removed therapy pcb assembly resulted in the pcb only being able to deliver approximately 90 percent of the selected defibrillation energy level. A component cause on the pcb could not be conclusively determined. The supplemental medwatch report should have indicated: physio-control further evaluated the device and then removed the therapy pcb assembly.  Following removal of the therapy pcb assembly, the device was scrapped.  Further testing of the removed therapy pcb assembly resulted in the pcb only being able to deliver approximately 90 percent of the selected defibrillation energy level and did prompt a message of "abnormal energy delivered" on the test device. A component cause on the pcb could not be conclusively determined.

Manufacturer narrative:
Physio-control further evaluated the device and then replaced the therapy pcb assembly.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.  Further testing of the removed therapy pcb assembly resulted in the pcb only being able to deliver approximately 90 percent of the selected defibrillation energy level.  A component cause on the pcb could not be conclusively determined.

Manufacturer narrative:
(B)(4). Physio-control has performed an initial evaluation of the device and has verified the reported device issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer reported that their device was failing its user test and had its service indicator illuminated. It was also reported that the device had logged an event code which is critical in nature and related to the device's ability to deliver adequate defibrillation energy. There was no report of any patient use associated with the reported issue.